Event description:
Reporter stated that customer received the following results on the compact plus system within 5 minutes: 1. 1.1 mmol/l and 5.5 mmol/l 2. 1.4 mmol/l and 6.5 mmol/l sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).